Event description:
The customer reported the patient's tracheostomy tube had a hole in the seam of the pilot balloon. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.